Manufacturer narrative:
Device evaluation: the software investigation, performed through log analysis, found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The logs for the navigation system have been received by medtronic for analysis. However, results are not available at this time.

Event description:
A site representative reported that, while outside of a procedure, the navigation system displayed a low memory when progressing in the application software. The navigation system was restarted and functionality was restored. There was no patient present when this issue was identified. No additional information was provided.